Event description:
It was reported that implantable diagnostic monitor showed some asystole episodes. The patient was not symptomatic during the episodes so it was suspected that they were false asystole. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.